Event description:
It was reported that patient was to have their implantable neurostimulator (ins) removed in (B)(6) 2011, because, it was not working. At the time of this report, the device was reported to not have been removed as of yet and had been turned off for approximately the past 6 months. The patient's family was going to contact the physician to see about having it removed. It was also noted that the patient's suffered from memory loss. Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-03438.

Event description:
Additional information received reported the device was not working for the patient. There were no abnormalities with the impedance measurements. Reprogramming was tried on numerous occasions including 12 different combinations with no change in efficacy. The patient did not require hospitalization and no injury was reported. The patient was free to schedule a time with the physician for device removal and no other action was needed. The patient outcome was not provided. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Lead: model 3093-33, lot #v542975, implanted: 2010 (B)(6), explanted: unk. Programmer: model 3037, serial #(B)(4), concomitant ins system (left): neurostimulator: model 3058, serial #(B)(4), implanted: 2010 (B)(6), explanted: na. Lead: model 3093-33, lot# v492287, implanted: 2010 (B)(6), explanted: unk. Programmer: model 3037, serial #(B)(4). (B)(4).